Event description:
Add'l info rec'd from MFR 8/18/03: co is not able to evaluate info that would allow it to determine if the events described in the voluntary report were or were not attributable to the device. No specific lot or serial number was noted, no customer info was provided and no detailed description of the event was given. The description given was not helpful in allowing a meaningful investigation. Co did review its complaint records for this device product code and was not able to ascertain if the event was the same or similar to other complaints.

Event description:
Electrosurgical unit failed during surgery.